Event description:
It was reported the neurostimulator was moved three times. It was reported the patient had an x-ray in (B)(6) 2009 which showed the lead was at the t12 level instead of t9, which was reportedly where it was supposed to be. It was reported the physician revised the lead and moved the pocket in (B)(6) 2009. The pocket was reportedly moved to the patient¿s stomach because he ¿kept knocking it.¿ it was reported when the lead was being revised in (B)(6) 2009, a medical student pulled on one of the tails of the lead because the physician had forgotten which tail was which. The next morning, the therapy wasn¿t working to relieve the patient¿s pain at all. X-rays were taken and showed thelead had flipped over completely due to the medical student pulling on the lead. It was reported the lead was revised again the next monday.

Manufacturer narrative:
Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4).